Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.57v and the daily measurement was 2.89v.

Event description:
It was reported that at interrogation the battery voltage was below eri (elective replacement indicator), but no eri triggered. The in-office battery measurement was 2.57v on (B)(6) 2010 and at the office check on (B)(6) 2010, it was 2.95v. The nightly values were 2.86-2.93v. The device is still in use and no patient complications were reported as a result of this event.